Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit checked the ventilator with proper tubing and test lung, found the unit is giving the reported alarms. Checked and crosschecked flow sensor exhalation valve body, diaphragm also cleaned pressure sensing line. Checked and replaced internal pneumatics tubing but problem was not solved. Crosschecked with working main pcb with kit and found that the machine is working satisfactory without any alarm. Transducer tests: exhalation differential: 35 failed. Turbine differential: 783 passed exhalation pressure differential: 1511 passed. Turbine serial no: (B)(4). Turbine working hours: 0. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator showing vent inop (ventilator inoperable), motor fault, circuit disconnect, low pip (peak inspiratory pressure), low ve (ventilation) ,transducer fault alarm continuously. As of this time there is no information about patient involvement associated with this reported event.